Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed due to a faulty latch assembly. A field service engineer accessed the side plate of the remote manager and inspected the door. During this inspection, the engineer discovered that the latch spring occasionally stuck, which could have contributed to the malfunctions. To rectify the problem, the engineer replaced both the latch and the side plate. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager had consistently malfunctioned when the refrigerator was opened and closed, preventing users from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.